Manufacturer narrative:
The device was returned to the manufacturer and subjected to inspection. The obturator had contaminants present and the tip of the obturator missing. The root cause for the damage is uncertain. The tip of the obturator may have been dislodged during use, or during handling/mishandling of the device in the field.

Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was not reviewed as no lot number was received.

Event description:
It was reported that the tip of the trocar device broke off during the procedure. The patient and procedure were not affected as a result of the device failure. The tip did break off inside of the patient. All parts were recovered.